Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: during a procedure, four retractor blades became stuck on two implants and the removal device was unable to take them off. Eventually three of the blades came off individually and not in pairs as it is suppose to happen; however, one of the blades remained firmly in place. The blade was not possible to remove irrespective of whether the removal tool was engaged or not. The blade was cut using a diamond burr which caused metal fragments to be present in the patient. Once the blade was cut, pliers were used to remove the blade. The patient suffered additional muscle dissection causing additional pain post operatively along with the pain caused by the surgeon heaving on the retraction blade to try to remove it. This event caused a delay in the procedure by approximately one hour and consequently impacted procedures for the remainder cases that day. It was reported the additional time will have resulted in extra blood loss. The material was disposed of by the hospital.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.